Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that the likely cause of the printed circuit board failure, identified on the device evaluation, was deterioration of the circuit board due to the age of the device.

Manufacturer narrative:
This device is an olympus asset. During evaluation, the device was found to have no image because of a printed circuit board failure. The device was repaired and returned to asset inventory. A supplemental will be submitted if additional information becomes available following investigation. An olympus (B)(4) has been opened to manage the actions related to remediation of this late MDR reporting.

Event description:
The device was returned to the olympus repair center for general inspection. There was no complaint alleged against the device. During evaluation, the repair center identified no image. There was no patient involvement; the issue was identified during service.